Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(4) 2005 due to loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date in 1977. It was further reported patient experienced a femur fracture on unknown dates in 1997 and 2000. Patient underwent a procedure to reinforce the femur on an unknown date in 2003. Subsequently, patient was revised on (B)(6) 2005 due to loosening.